Event description:
Patient reported left side "a lot of pain in my chest, fever, discomfort, swelling, in short, a lot of discomfort" and capsular contracture baker grade ii and IV. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture ii and IV.

Event description:
The reported capsular contracture has been confirmed as baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 reason for reoperation: capsular contracture, baker grade IV.